Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. The p2 connector is oxidized. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. It could be found out, that due to the oxidized p2 connector, the service plug was not recognized properly. 1.3 the device history files were read out and analysed. Because no day occurrence was mentioned, the last possible therapy on the (B)(6) 2021 was chosen. A space line neutrapur was selected. The rate (4,96ml/h) the vtbi (119ml) and the time (24 hours) were set. The infusion started finally at 16:26 pm. The infusion was stopped once for about 20 seconds at 07:39 am the following morning. The infusion was then finally and manually stopped at 10:30 pm. The actually infused volume was 89,65 ml. (4,96ml/h x ~18 hours & 5 minutes = 89,65ml). 1.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. 1.5 a delivery accuracy measurement was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +2,20%. 1.6 to investigate the inside of the device, the device was completely disassembled. Liquid residues could be found all over the device. Liquid damages could not be found. 2. Judgment: 2.1 the complaint could not be confirmed. Besides the oxidized p2 connector, the infusomat space operated within our specifications. No flow deviation could be found.

Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the (B)(6) : "overinfusion". Customer information: "one of our infusion devices was involved in an incident during infusion. Incident details are as follows: "doxorubicin and vincristine were running alongside etoposide for 24 hours with same rates at beginning of shift pump checks were done periodically and at 6am ,9 hours was shown on volume to be infused for both drugs. Staff then noticed that the dox/vin , had nothing left in the bag, though pump was showing 9 hours left" no patient injury.